Manufacturer narrative:
The cobas e 801 analytical unit serial number was not provided. Sample material from the patient was requested for further investigation. The investigatio is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igg results from the cobas e 801 analytical unit. The initial result was 25.3 ui/ml (reactive) the sample was tested on a competitor's chemiluminescence methodology, and the result was "negative".

Manufacturer narrative:
As no sample material from the patient was available for further investigation, a specific root cause could not be determined. The investigation did not find a product problem.